Event description:
The t4 power pack was sent for eval because the customer reported that the battery connectors look melted. The event occurred during testing at the user facility. There was no pt involvement and no adverse consequences associated with the device.

Manufacturer narrative:
It was noted during analysis that the damage was not consistent with melting but consistent with damage done by drop testing.